Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported event. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event log showed no evidence of the reported problem. Further investigation was performed; customer's problem regarding delivery accuracy was unable to be duplicated; three different delivery accuracy tests were performed all of which were within the published +/-6 percent delivery accuracy specification. No problems were found with the fluid delivery of the pump. Pump was serviced in the past for the same issue. Found inaccurate delivery accuracy test results. The expulsor was trimmed down to bring the delivery accuracy closer to nominal of a range for the previous issue.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported the device gave an initial test of 3.01 percent and the final test was -1.51 percent. It is unknown if there was a patient involved.

Manufacturer narrative:
Other, other text: additional information received by smiths medical on 16-apr-2021 via email that the event occurred during testing and there was no patient involvement.